Event description:
It was reported that the pump stopped working in 2008 and that the healthcare provider (hcp) never tested the pump. The pump system was being used to infuse an unknown medication at the time of the event. No symptoms, medications, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8709, lot# j11294r46, implanted: (B)(6) 2002, product type: catheter. (B)(4).